Event description:
During the course of compounding the fluorouracil infusion for the pt, the wrong elastomeric device was selected and used in the compounding procedure. The final product was checked by a pharmacist, but the error was not caught at the time of compounding. Instead of using the eclipse c-series 100ml 2ml/hr device -c100020-, an eclipse 100ml 100ml/hr device e101000- was used instead. All individuals, both pharmacy technician and pharmacist involved in the incident did not identify that the wrong device was used. Staff was very busy that day; had a number of referrals and activity going on. Staff became aware of error when another pt called later to inform them that their device was empty. The compounded product for this pt was not dispensed to the pt and no harm resulted.